Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient was heparin-induced thrombocytopenia (hit) positive, and experiencing elevated ldh and hemolysis. The patient received three doses of tissue plasminogen activator (tpa). The hospital staff suspected pump thrombus, and four days later exchanged the patient's lvad with a new lvad. The patient remains ongoing with the new lvad.

Manufacturer narrative:
The device was returned to the manufacturer, and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.